Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. The hcp stated that the patient¿s battery had died and they did not have the desire to have it replaced since they were not happy with the lack of pain relief they were getting. The system was explanted and discarded. The rep had no further information to provide. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.